Manufacturer narrative:
The device was not returned for evaluation. Cartridge product history records were reviewed and documentation indicates the product met release criteria. The lens product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been two other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure, the cartridge split/cracked. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information provided. The cartridge was returned. A small amount of viscoelastic was dried in the cartridge. The tip has heavy stress lines beginning prior to the parting line. The tip is also torn/split along the right side. The cartridge shows evidence of being placed into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified lens. The lens product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified handpiece and viscoelastic. The reported tip damage was observed. The root cause for the damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. The damage observed to the tip of the used cartridge typically occurs if the lens is not positioned correctly/folded correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; and/or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The manufacturer internal reference number is: (B)(4).